Manufacturer narrative:
The event occurred in india. It was reported that the error messages ¿reference error¿ and "txrx error" occurred on the rotaflow console during testing by the customer and no patient was involved. No harm to any person has been reported. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failures could be reproduced. The rf flow measure pcba (printed circuit board assembly) (article number (B)(6)) has been replaced. After the replacements the device is working as intended and is back in use. A similar complaint was investigated for the reported failure "txrx error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a short circuit on the capacitor c2 on the flow measure board. A similar complaint was investigated for the reported failure "referenc error" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by an defect capacitor c44 on the flow measure board, which led to a reduced resistance in the +12v supply voltage. This triggered the fuse f2 on the power supply board. The control system therefore released the error messages "referenc error" based on the investigation results the reported failures "txrx error" and "referenc error" could be confirmed. The review of the non-conformities was performed on 2023-10-27 and during the period of 2020-06-03 to 2023-10-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console was produced in 2020-06-03. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in india. It was reported that the error message ¿referenc error¿ and the "txrx error" occurred on the rotaflow console. The failures occurred during testing by the customer and no patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).